Manufacturer narrative:
The instrument was not returned to life spine; therefore, it is not possible to determine whatwas the root cause of the tip fracture as was reported.

Event description:
It was reported that when removing the prolift 10mm inserter, the dural was torn causing a dural tear.